Event description:
It was reported, a powerpicc solo 2 was placed left basilic on (B)(6) 2019. On (B)(6)2022, patient was admitted to medical center with ¿high suspicion for PICC related bacteremia/infection including possible septic right shoulder, need to evaluate for lumbar spin discitis, likely septic emboli lungs.¿ where she was diagnosed with pseudomonas aeruginosa. Patient suffered ¿severe complications, including endocarditis requiring aortic valve replacement and pacemaker.¿ the patient has suffered debilitating injuries, including but not limited to: pseudomonas aeruginosa septic shock, septic emboli, pneumonia, endocarditis, valvular heart disease, psychological distress, and ongoing morbidity and reduced physical capacity secondary to these diagnoses. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.